Manufacturer narrative:
A deterioration of a component at the level of an integrated circuit (ic), leading to overconsumption, was discovered during device return analysis.

Event description:
Reportedly, on (B)(6) 2019, the subject device was interrogated in its box before the implantation procedure. A charge time superior to 13 seconds was obtained. After repeating the charge time test, the value obtained was below 12 seconds. After that, the battery voltage value was 3.00v and an abrupt decrease of the battery curve was observed. The device was not used; it should be returned for analysis.

Event description:
Reportedly, on (B)(6) 2019, the subject device was interrogated in its box before the implantation procedure. A charge time superior to 13 seconds was obtained. After repeating the charge time test, the value obtained was below 12 seconds. After that, the battery voltage value was 3.00v and an abrupt decrease of the battery curve was observed. The device was not used; it should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, the subject device was interrogated in its box before the implantation procedure. A charge time superior to 13 seconds was obtained. After repeating the charge time test, the value obtained was below 12 seconds. After that, the battery voltage value was 3.00v and an abrupt decrease of the battery curve was observed. The device was not used; it should be returned for analysis.